Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device also had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she did the rewind but did not hear the second set of beeps and could not exit the rewind/prime sequence. Blood glucose value was 188 mg/dl. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appeared on the display. She stated that she did not receive the beeps nor did numbers appear on the screen. The customer also mentioned having a problem with the battery cap. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.